Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant. Currently, it is unk whether the device may have caused or contributed to the reported event. This is a pt with a history of mesh infection and abdominal surgery. It was noted that wound cultures were taken during the pts' (B)(6) 2006 hospital stay, but no culture reports were found in the medical records provided to confirm or deny infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213643-2011-00779 for info related to the composix e/x mesh implanted on (B)(6) 2004.

Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent repair of a recurrent incisional hernia with composix e/x mesh. Extensive adhesions to the abdominal wall were noted. During placement the top portion of the composix e/s mesh was tacked to previously placed mesh. On (B)(6) 2006 - pt underwent excision of all previously placed mesh, lysis of adhesions, small bowel resection, and hernia repair with sepramesh. It was noted that the pt presented to the medical center with a high grade small bowel obstruction and was taken into the operating room for exploration. The small bowel was noted to be densely adhered to the abdominal wall, requiring close to two hours of lysis. On (B)(6) 2006 - pt admitted with a diagnosis of infected mesh. It was noted that this pt has a history of mesh infection with (B)(6). Pt was treated with antibiotics pending results of cultures taken. On (B)(6) 2006 - pt underwent split thickness skin graft from right thigh, complex closure of abdominal wound, and application of vac device.